Event description:
Employee preparing for surgical case when sustained a stab wound from unprotected #10 carbide blade adhered to inside of bag that lap pack was packaged in. The custom pack typically contains one #11 sterile surgical blade that is protectively packaged. The #10 carbide blade was an additional blade to pack, unprotected and located in unusual position.